Event description:
Foley was inserted in bladder at start of procedure by surgeon. At end of procedure, it was noted that the catheter had fallen out of the urethra. The balloon was torn and deflated. A cystoscopy was performed per standard procedure to look for any pieces. FDA safety report ID # (B)(4).